Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was intermittently unresponsive and hard to press, and that the contrast button was unresponsive. The patient denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump in a pocket and cleaned it with a tissue. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #2 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: "ok" and "contrast" buttons are unresponsive. Keypad and flex are peeling. Removed keypad to inspect for contamination and evidence of contamination was found under all of key contacts as well as gold pad.